Manufacturer narrative:
H3, h6: the power conversion enclosure was returned for product analysis. The analysis was unable to confirm the reported complaint. The power conversion enclosure passed bench testing. A representative installed the enclosure into a o2 test system, c1396. Several 2d and 3d images were performed successfully. Motion and gain calibrations were passed. No errors were observed while testing. No problem found. Fdm10, fdr213, fdc67 are applicable to the power conversion enclosure product analysis. The ias power tray was returned for product analysis. The analysis was able to confirm the reported event. A representative verified that both fuses in the power tray tested good. The power tray was installed into test system c1396. The system failed to fully boot due to the faulty power tray. The failure mechanism was determined to be a defective pcba. Fdm10, fdr120, fdc4307 are applicable to the power tray analysis and the system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system was serviced and it was discovered that the power tray was getting 110vac in but not getting 48vdc out. The power tray and power enclosure were replaced. The system passed all tests and was performing as intended. The power enclosure and power tray were returned however analysis has not been completed at the time of submitting this report. Other relevant device(s) are: product ID: bi71000176r, serial/lot #: (B)(4). Product ID: bi71000195, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system was able to boot up and got all three green check marks, but the image acquisition system indicated that it was on standalone mode, while the mobile viewing station indicated a firmware mismatch. The system was rebooted three times, but the issue was not resolved. The imaging system was aborted. There was no patient harm and the procedure was not delayed over an hour.